Event description:
It was reported that the programmer boots to a black screen and displays the company logo but does not proceed any further. The programmer is unable to be returned to the manufacturer due to local customs reasons. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).